Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump would not charge despite attempting multiple cables. Initially, the cables would charge the pump for a little bit, but then it would stop. Reportedly, the customer had a backup method of insulin delivery available.